Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box and history showed multiple replace battery alarms. The pump electrical current draws were measured and confirmed to be within specifications. During the pump load step, the pump piston did not move. The pump emitted an occlusion alarm shortly after the pump was primed. A force sensor calibration test found that the force sensor was reading force outside of specifications. A leak test was performed and found that the pump was leaking around the display lens. The pump was opened and moisture damage was noted on the internal components including the force sensor assembly. The pump was unable to complete 24 hours of exercise to complete full testing of the complaint due to the occlusion issue.